Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer did not have an alternate method of insulin therapy available. Reportedly, customer monitored food intake until replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.